Manufacturer narrative:
(B)(4). The physical device involved in this complaint has not been received by the manufacturer at the time of this report. Visual inspection was conducted of photos submitted with the complaint. Photo 1 shows a device in packaging. In photos 3 and 4, damage to the tubing component of the device can be appreciated, however the damage cannot be perceived clearly from the photo. Such damage cannot be noted in the photo 2. The device sample involved is necessary to perform a better inspection in order to determine damage in tubing and perform the functional test applicable. The device history record (DHR) was reviewed and no issues or discrepancies were found which could potentially relate to this complaint. The DHR shows that the product was assembled and inspected according to our specifications. Physical sample is necessary to conduct a proper and thorough investigation to confirm the alleged defect, to determinate the root cause and the corresponding corrective actions. Customer complaint cannot be confirmed based on information received. If the device sample becomes available at a later date this report will be updated as applicable.

Event description:
Customer complaint alleges "(B)(6) found the small volume nebulizers leakage, no mist came out." Alleged malfunction reported as occurred during use. There was no report of patient harm or necessary medical intervention. The patient condition was reported as "fine".

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it observed that there was residue on the jet, jar, cap, and mask. It was also observed that the tubing was bent/kinked, and there were cracks on the rim of the jar. A functional inspection was performed and the returned tubing was used to connect the nebulizer unit to the air flowmeter. 5cc of water was added to the returned nebulizer unit and tubing was connected to an air flowmeter and the pressure was increased to 8 lpm. During functional testing, mist was produced from the chamber of the nebulizer and there were no leakage issues. Based on the investigation performed the complaint could not be confirmed. There were no issues found with the returned sample. The unit functioned as intended.

Event description:
Customer complaint alleges "doctor in (B)(6) found the small volume nebulizers leakage, no mist came out." Alleged malfunction reported as occurred during use. There was no report of patient harm or necessary medical intervention. The patient condition was reported as "fine".